Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name). H3, h4, h6: the product was returned to depuy synthes for evaluation. The complained product 04.503.104.04s / lot 50723p8 was manufactured between 15.01.2025 until 24.01.2025. The initial and final lot size was (B)(4) pieces. One product contains 4 trays, 4 connected lids and 4 screws. The complaint product was not sent to the manufacturer and was investigated through the attached photos. Through the photos, it was visible that the box was opened and in the sets were 4 complete and in one set was the screw missing. It is the screw (article 04.503.104.20 / lot 35013p3), which was delivered from manufacturer and all these screws were already prepacked. That the screw was lost by manufacturer can be excluded, because the screws from manufacturer were prepacked and delivered, and this pack is not opened until the supplier perform assembling and packaging. After the sap datas it was not possible to detect indices for a lost screw by (B)(4). Either manufacturer deliver a pack with a screw less or supplier lost a screw in his assembling/packaging steps. However, if the product went with a screw less to the customer, the supplier did not detect the missing screw in his assembling step. In the fact that, the customer received a product (article 04.503.104.04s-15) without one screw (article 04.503.104.20 / lot 35013p3) the complaint is rated a confirmed and the nc was opened to further investigate the issue. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the matneu scr ã¸1.5 self-drill l4 tan 4u I/c would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code:04.503.104.04s-15, lot number: 50723p8. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 24 jan 2025, manufacturing site: jabil bettlach, expiry date: 01 jan 2035. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (expiry date), h4 corrected: d4 (primary UDI number). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for cerebral aneurysm. When the surgeon opened the product in question to attempt to close the head, it was observed that one of the four screws was not included. Therefore, the product in question was not used and another product was opened and used. After surgery, the sales rep was contacted by the surgeon to supplement the product and to learn the cause of this event. The surgery was completed successfully without any surgical delay. No further information is available.